Manufacturer narrative:
Product is being returned for eval. Additional info will be provided once the product is evaluated.

Event description:
Incident as reported: acucise endopyelotomy - "dr. Placed guidewire and acucise in pt w/abnormal anatomy (high insertion of ureter to kidney), during positioning, extravasation was noticed prior to activation. Acucise was not activated. Dr. Surmised that he had perforated ureter." "Pt was stented to promote healing of ureter."